Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the red error/warning light came on for bay 2 before any battery was inserted. However further investigation determined that bay 3 would not charge power module (05.001.202) .therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the second bay slot on the universal battery charger was always lit up red. During engineering evaluation, it was discovered that bay three would not charge the power module. The event was not reported to have occurred during surgery. It was reported that the device was kept outside the operating room and had no impact on any surgery or patient. It was reported that the only set back during the surgery was not all battery slots were available to charge batteries. There was no delay in the reported event. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of event was unknown. If additional information becomes available a supplemental medwatch will be submitted as appropriate.